Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead exhibited placement difficulty. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.